Event description:
The customer reported the unit had unexpectedly shutdown.

Manufacturer narrative:
The factory has not yet received the device for evaluation, and this complaint is still under investigation. A follow up will be submitted upon completion of the investigation.